Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller. The atrial output had been increased some time ago to account for the elevated impedance measurements. A download of the device data was recommended by the consultant. However, this could not be performed as the patient had already left the clinic. The system remains implanted at this time. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this system has been exhibiting high pacing impedance measurements on the atrial channel which had exceeded 2500 ohms in the past year. Most recently, device interrogation noted a battery status of 3 years remaining; however, the magnet rate was 90ppm. No adverse patient effects were reported.